Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen flickering with stripes during maintenance of a colonovideoscope. No patient injuries occurred.